Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The customer replaced the di water with wash and diluent then primed the analyzer. No errors occurred. No further action is required. The most probable cause of the reported event was contamination.

Event description:
On (B)(6) 2016, a customer reported receiving an error message during the decontamination process with the aia-360 analyzer. Technical support addressed the reported event, which resulted in discrepant patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.